Event description:
It was reported that the guidewires broke. Two 180x25cm fathom-16 were selected for use. During the procedure, it was noted that the wires broke. No patient complications were reported.

Event description:
It was reported that the guidewires broke. Two 180x25cm fathom-16 were selected for use. During the procedure, it was noted that the wires broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The returned guidewire had the distal end bent and a section is stretched. No other issue or anomalies were identify. Microscope inspection was performed. The guidewire has the distal tip section with the coil wire stretched. Dimensional inspection revealed that the device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Media inspection was performed. The costumer attached pictures of the two devices, photos showed the coating polytetrafluoroethylene (ptfe) flaked in several parts. Moreover, one photo shows the current device analyzed and it was possible to observed the distal end bent and a section is stretched.